Event description:
"This bath seat is very unstable and has a cracked seat. (Dealer alleges) enduser is well under the weight limit and the provider had to supply the customer with a medline bath seat."